Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he had 2 reservoirs that got clogged with blood and were bent. Customer stated that he sent the reservoirs to be replaced and also had a broken belt clip.